Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections a1, d4, g2, h4, h5, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the laparoscopic percutaneous extraperitoneal closure surgery, the endoscopic image temporarily turned black and disappeared 30 minutes after the start of the procedure. The user cycled the power of the endoscope system, and the issue was resolved. Therefore, the user completed the procedure with the device. The device was used in combination with the olympus rigid video scope wa50042a. The user inspected the device before using it and there were no anomalies in the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. -the device was turned on and left for an hour and a half, but the reported event was not reproduced. The device was inspected in combination with the olympus asset light source clv-s190 and the videoscope lf-v. -as a result of visual inspection, there was no abnormality in the appearance of the device. -when the device was connected and operated according to the instruction manual, there were no abnormalities. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.